Event description:
On 09/04/2006, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. The medical affairs specialist (mas) spoke with the pt on 9/11/06 to obtaine/verify the following info: the pt obtained a result of 145 mg/dl on the reported meter on three days prior to original date, at 9:30 pm while feeling a "little tired". She took her usual pm dose of 9 units lantus insulin. She did not eat her usual yogurt snack and fell asleep. At 2:00 am, her husband found her passed out and sweaty. He attempted to give her soda, but the pt was unable to swallow and choked. The husband called ems. The husband tested the pt's with the reported meter and test strips while she was symptomatic, the result was 140 mg/dl. Emt's arrived within 10 minutes and obtained a result of 37 mg/dl on the ems meter. The lfs meter and test strips read inaccurately high compared to the pt's symptoms and the ems meter reading. The emt's treated the pt with IV glucose and took her to the ER. A result "in the 80's was obtained on the ER device. The pt was given a couple sandwiches to eat in the ER and then was discharged to home. The customer care advocate (cca) discovered that the reported test strips were expired (expiration date 04), which can cause inaccurate readings. The cca and mas advised the pt to check the test strip expriation date prior to use and to use test strips in opened vials within 3 months. The meter, test strips, and control solution were replaced. The complaint is reported because the result on the meter did not correlate with the pt's symptoms. The pt passed out, a low result was obtained on an ems device, and the pt received IV glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.